Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 476 mg/dl at the time of the event. The customer was treated with a manual injection/insulin pen. The customer stated no symptoms. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was active at the time of the event. Troubleshooting was performed and the customer received a high sensor glucose alert but the customer did not enter a blood glucose value in the pump. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.